Event description:
It was reported (B)(6) 2010 that the patient was experiencing an underdose. No alarms were noted; volumes measured equally. The patient responded to a 50 mcg bolus through the cap (catheter access port) but did not respond to a programmed 50 mcg single bolus. It was reported that the patient was scheduled for an indium dye study on (B)(6) 2010. It was later reported on (B)(6) 2010 that the dye study was completed. Results were inconclusive. The patient was to be seen by the managing physician this week. A referral for revision surgery might occur. The patient had never had therapeutic effect. An indium study did not show any pooling of indium in the csf (cerebrospinal fluid) after 50 hours of the pump running at 1000 mcg/day of a 2000 mcg/ml baclofen. The hcp believed they saw some indium in the catheter. The pump contained lioresal. The patient was being seen by a neurosurgeon for possible revision of the catheter and possible pump replacement. No revision had been scheduled as of (B)(6) 2010

Manufacturer narrative:
(B)(4).